Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image which was slightly dark. The event occurs during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: many dents in the insertion part, distal end of the light guide bundle is broken, component failure of the outer tube and light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, the distal end of the light guide bundle was broken which led to slightly dark image. The most probable cause of the broken light guide bundle at distal end was due to component failure of the light guide bundle and the component failure of the outer tube led to dents in insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.